Event description:
Product analysis summary: an analysis of the lead portions returned identified a lead break on the coil near the electrodes. Pitting was identified via electron microscoopy analysis of the lead end where the break was identified, whic indicates that simulation was present for some period of the metal dissolution on the coil ends. Abraded openings were found on the lead body and lead bifurcation portions returned and associated with wear. The remaining conditions of the lead portion returned are consistent with conditions that typically exist following and explant procedure. Setscrew marks were visible on the lead connector pins. The marks showed evidence of proper mechanical and electrical contact between the generator and lead pins at one time. The concomitant product was analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the high impedance.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing three months prior was within normal limits, indicating proper device function at that time. Review of x-rays did not reveal any obvious discontinuities in the ncp system, but did reveal a suspect region in the lead wires approximately 1cm superior to the generator that may be indicative of a break in the lead coil wire. Review of x-rays were inconclusive in determining whether the lead wires were intact at the connector pins. Lead break is suspected. Treating physician plan of action is not known this time. No adverse event was reported in conjunction with the high lead impedance condition.